Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Boot and charge testing was performed and passed. Functional tests were performed and passed. A "try it" test was performed and passed. An intermittent audio test using the communication tool was performed and passed. The receiver was opened for an internal inspection and passed. Speaker measurements were taken and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.